Event description:
It was reported that this right atrial (ra) lead was part of system revision due to edema, fluid discharge, inflammation and infection. Reportedly, the patient was initially admitted for bacterial infection from gastrointestinal issue. No additional adverse patient effects were reported. This ra lead was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned for analysis. The allegation against the product was not confirmed as the reported allegations of bacterial infection and fluid discharge were known inherent risk of device. Analysis of the returned product is not able to provide relevant information for infection-related allegations. This supplemental report is being filed to correct the d9: device avail for eval; d9: device return date; g2: report source; h2: follow-up type; and h3: device val by manufacturer.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: describe event or problem.

Event description:
It was reported that this implantable cardioverter right atrial (ra) lead was part of system revision due to edema, fluid discharge, inflammation and infection. Reportedly, the patient was initially admitted for bacterial infection from gastrointestinal issue, but the infectious disease team requested a cardiology assessment. The physician stated that the system extraction was needed if the infection in the patient's body progresses to a point that puts the system at risk. No additional adverse patient effects were reported. This ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of system revision due to edema, fluid discharge, inflammation and infection. Reportedly, the patient was initially admitted for bacterial infection from gastrointestinal issue. No additional adverse patient effects were reported. This ra lead was explanted.